Event description:
Related manufacture ref: 3008452825-2025-00174. During a supraventricular tachycardia ablation procedure, there was no contact force which caused a procedure delay. Upon insertion of the first tactiflex ablation catheter, no contact force was noted. An attempt to reseat the ablation connections, restart the tactisys, change the ethernet cable, and reconnect the tactisys to the amplifier were unsuccessful. Therefore, a new tactiflex was opened and inserted and the same issue occurred. The same trouble shooting steps as before were performed, as well as replacing the tactisys console, restarting the amplifier/ampere/tactisys/pump, and changing the rf ablation cable. None of these attempts were successful. It was noted that the two ablation catheters were from the same lot. Therefore a third ablation catheter with a different lot number was obtained and contact force readings were noted. The procedure resumed as planned with no adverse patient consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The deformable body thermocouple met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the contact force issue and subsequent delay remains unknown.